Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative on (B)(6) 2018 that stated the cause of the patient being unable to communicate with his battery was because his antenna was bad. They ended up giving him a new antenna. The eri was explained to the patient and the patient was able to work his battery now. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with a neurostimulator (ins) for failed back surgery syndrome. It was reported the patient was unable to turn ins on and patient experienced error code eri (elective replacement indicator). It was reviewed the eri information as patient was unable to bypass eri triangle exclamation with patient programmer (pp) and ins recharger (insr). They suspected the ins would need to be interrogated. It was stated eri could not be clear and patient would be sent out a replacement pp. Additional information from representative (rep) on july-09-2018 stated that it was possible that they might need to interrogate the ins with pp to clear some underlying error code(power on reset por), the eri was not the issue, they suspected it had been a while since the patient had been seen and the por buffer was full, interrogation with pp would clear this buffer. Rep was asking to speak with repair and patient services connected rep to repair. It was noted pp had poor communication with and without antenna. No further complication and no symptoms were reported.